Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which noted that the device was not functional, would not clamp a 0.6mm wire and was running rough and loud. During repair, it was determined that the bearing damaged (came apart during repair), clamps were worn and corroded and there was an unknown substance on other components. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse; however, for the issue of the device not able to clamp the wire was determined to be due to normal wear. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that the quick coupling device was making a loud noise. During in-house engineering evaluation, it was determined that the device was running rough and loud and its bearings came apart. This event did not occur during surgery. There was no human patient involvement as the device was used for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.